Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the defibrillator indicated a solid red x along with a chirping sound (ready-for-use indicator negative). There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
.